Event description:
It was reported that an ilet insulin pump¿s housing split in half, rendering the device unusable, and the user managed glucose using multiple daily injections without reported adverse glycemic impact. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included shipment of a replacement device, user education on data sync, shutdown, return process, and continued cgm use with the phone or receiver. Investigation included troubleshooting with the user and coordination for device replacement and return logistics. Investigation of this device revealed a mechanical enclosure failure consistent with screen bezel or case separation, which prevented continued use. It was concluded, based on previously established findings for similar reports, that the cause was product failure of the device enclosure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.